Event description:
Customer reported her blood glucose was rising. The customer's blood glucose was 366 mg/dl. She had treated her blood glucose with manual injections. Troubleshooting found the customer's bolus history was correct. She also stated she could smell insulin from her insulin pump. The customer also stated her cannula was bent. The customer's blood glucose had declined to 346 mg/dl at the time of the call. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).